Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent incarcerated hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent incarcerated periumbilical incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted small bowel within the large fascial defect and noted several loops of small bowel that were adherent to the subcutaneous tissue secondary to chronic incarceration and to the previously placed mesh, which had loosened from the fascia. An intentional enterotomy was performed to sufficiently free up the small bowel, which was densely adherent to the previously placed mesh. Lysis of adhesions were undertaken between the small bowel and the underside of the fascia. It was reported that the patient underwent recurrent incarcerated incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted several loops of small bowel which were so densely adherent to the mesh. Old mesh was found in the abdominal cavity and several loops of small bowel, which were densely adherent to the underside of the fascia, near the thickened and scarred abdominal wall. A portion of the old mesh was resected, which was found to be crumpled and not well adherent to the fascia. The small bowel was freed up and dissected away from the fascia and from the mesh. It was reported that the patient experienced severe pain, hernia recurrence, nausea, inflammation, dense adhesions, revision surgery, loss of appetite, stress and anxiety. No additional information is provided.